Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was returned for evaluation, and the reported event was confirmed. The root cause was determined to be due to the manufacturing process. Nonconformance of this nature is monitored by the engineering, quality, and management team members. This complaint will be used to trend for similar complaints. Corrective actions are taken as warranted. Trend data will...

Event description:
The customer reports that when using the duramax, the staff and physicians were unable to easily detach from the peel away sheath. The catheter was already implanted in the patient and upon removal, the sheath would not detach. All the other components of the kit worked, with the this being one of the last steps in the process, the team just made it work so they didn't have to redo the whole process again on the patient. There was no patient injury.